Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the device was explanted under general anesthesia on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.